Event description:
Additional information was received from the manufacturer representative (rep). The cause was not determined. No interventions planned and the issue was not resolved. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient charges left ins about once a week for about 1.5-2 hours from 75-100%. However, patient is concerned because they are charging their right ins more than they did when they were first implanted and it isalso taking longer to charge it as it depletes more and depletes faster. Caller stated patient charges the right ins about once a week for approximately 2-3 hours from 25%-75%. Caller provided specific recharge session stats as the following: (B)(6) 2022 25-75% for 1.5 hours, (B)(6) 2022 0-75% for 3 hours, (B)(6) 2022 25-75% for 1.68 hours. Caller stated both inss show excellent coupling. Caller stated patient has 2 rechargers (likely 37751 chargers but patient didn't bring them to the appointment so caller wasn't sure) and they swapped them to see if one worked better than the other but found that the charging session were about the same. Caller provided the specific settings for each of the inss as follows: right ins - c+ 9- 10- 3.7v, 90 pw, 190 rate and left ins - bipolar with 2 cathodes, 1 anode 4.3v, 90 pw, 120 rate. Caller didn't have therapy impedance but indicated all electrode impedances were good. Technical services (tss) put caller on hold to calculate recharge intervals with guesstimated impedance of 1000 ohms on each ins with results as right ins 3.4 weeks (to empty) and left ins as 4.01 weeks (to empty). When tss went back to caller to review information, caller disconnected. Tss called caller back but reached voicemail. The issue was not resolved through troubleshooting. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.